Manufacturer narrative:
This report is submitted on february 16, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth. During the removal of the abutment there was a skin revision (date unknown). The patient was reimplanted with a new device (now implant site).